Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected/updated h3 the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was not determined since the pump was returned cut and insufficient clinical details were provided. Biomaterial was observed in the outflow of the returned pump, but the cause is unknown.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Temporary high purge pressure alarm, purge pressure increased from 500s to 900s for several minutes, then returned to baseline. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental report will be sent.